Manufacturer narrative:
A field service engineer (fse) found the radio frequency (rf) parameter to be unstable on the latron control. Rf is a parameter or result within the latron control. The fse replaced the rf detector preamplifier and adjusted the rf channel and the instrument ran without unstable latron. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported unstable latron controls results were generated on a coulter lh 780 hematology analyzer. The customer's attempts to adjust the values and troubleshoot failed to resolve the issue, and a service visit was requested. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.